Event description:
The physician used this catheter and the patient got cellulitis. Patient: male. Cellulitis developed in (B)(6) 2012 (specific date unknown). A culture was done and it was negative. The patient was only treated with neosporin and oral augmentin and now only has redness around the catheter, which does not bother the patient. This too is resolving. No defect with the product was reported and there is no other information available. On (B)(6) 2012, the customer confirmed the lot of the catheter is 0000371271. On (B)(6) 2012, the customer indicated the catheter was removed as there was no more fluid in the patient but was discarded so is not available for evaluation.

Manufacturer narrative:
(B)(4). Three (3) patients developed cellulitis, this is report 2 of 3. Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of complaint data identified a previous failure mode of similar nature but was not able to identify any potential source or root cause to the reported failure mode. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A definitive root cause could not be identified for this failure mode as a complaint sample was not provided for evaluation. A corrective action plan is not required since a definitive root cause was not identified for this failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.